Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in a transmitter pairing loop. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. In addition, signal loss over an hour was found in connection to the reported allegation. The reported event of it was reported that the device was stuck in a transmitter pairing loop is reportable based on the finding of signal loss. No injury or medical intervention was reported.